Manufacturer narrative:
(B)(4). The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), suspected on the pcba 1/pcba 2. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 02/26/2023 09:34:00.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 143 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. No sensor glucose/blood glucose (sg/bg) anomaly noted. There were no unexpected pump errors/alarms/alert noted. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2022 in the formatted history file. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: 02/13/2023 06:12:00.000 insert battery alarm was recorded and found in the formatted history file on: 02/13/2023 06:14:35.000 earliest power data available per the power management tool/detail trace file is on 16-mar-2023 at 10:22:57 am. There was no power data available for the event date of (B)(6) 2023. Unable to check power data for low battery alert. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Unable to verify customer alleged for high bgs, dka and low bgs. The force sensor is within specification and the motor functioning properly. Sensor glucose/blood glucose (sg/bg) anomaly was not confirmed. However, intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm) was confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value 400 mg/dl at the time of the event and was treated with a manual injection. The customer experienced symptoms such as nausea, vomiting, and abdominal pain. The nature of treatment was ems dispatched. It was unknown whether the customer was using the insulin pump system within 48 hours or not and auto mode/smart guard feature was active at the time of the high blood glucose event. Troubleshooting was performed. No further patient complications were reported. The customer has discontinued the use of the insulin pump and insulin pump has been returned for analysis.